Event description:
Implant date: 1991. Pt complained of pain. Revision surgery in 1993 to replace construct. Pt continued to complain of pain. Explanted in 1994 at which time the screws were found to be "loose".